Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 125.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and the embolization coil winds were offset. The introducer sheath was loaded backward on the pusher assembly. Conclusions: evaluation of the returned device revealed that the introducer sheath was re-loaded backwards on the pusher assembly and the pusher assembly was kinked. If the introducer sheath is re-loaded backwards on the pusher assembly, resistance maybe encountered upon attempting to advance or retract the device within its introducer sheath. Further evaluation of the returned device revealed that the embolization coil winds were offset. This type of damage may have occurred due to interaction of the tapered end of the introducer sheath and the coil while attempting to advance the coil within its sheath. Further evaluation of the returned device revealed that the pusher assembly was kinked. This type of damage likely occurred due to forceful advancement against resistance. The smart coil was attempted to be advanced through a demonstration microcatheter. While attempting to re-sheath the smart coil prior to advancement through the demonstration microcatheter; resistance was encountered as the embolization coil offset coil winds bunched up inside the introducer sheath and the smart coil could not be advanced any further. The non-penumbra microcatheter referred to in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed twelve coils and seven smart coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil through its introducer sheath, and consequently the pusher assembly of the smart coil became kinked. The smart coil was removed, and the procedure was completed using new smart coils, additional coils, and the same microcatheter. There was no report of an adverse effect to the patient.